Event description:
Additional information: it was thought that the patient was bloused during the catheter dye study as she was so over-medicated that she could hardly move. The previously reported withdrawal symptoms that followed the overdose also consisted of ¿a really bad smell that won¿t go away,¿ ¿diarizing like crazy,¿ ¿peeing every 20 minutes,¿ convulsions, nausea, vomiting, and difficulty thinking clearly. It was thought that the pump was not pumping even though no alarms were audible, no volume discrepancies were noted, and no interrogation of the pump took place.

Event description:
Patient experienced an overdose immediately during catheter dye test which lasted over 12 hours. Patient had not taken any oral medications that day because "she already felt overmedicated." The patient experienced loss of bladder control; loss of (B)(6) since (B)(6) 2012; loss of vision and could hardly speak on the morning of (B)(6) 2012 at 5:00am when she started feeling withdrawal symptoms. It was later added that patient could hardly walk, had shakes and sweats and the overdose like symptoms that lasted 24 hours after were flu-like symptoms, a smell and lost (B)(6). On the date of this report, it was stated that the patient continued feeling withdrawal symptoms even though she tried to get "on top of it with her oral medications." Patient had taken 10-2mg oxycodone pills "just to be able to function somewhat normally." The patient was now afraid that the pump was not working properly and wasn't reporting correctly; there are no alarms. The dye study was done because for the last three weeks patient had increased pain, prickles in her feet, red hot prickly feeling along the s1 nerve and her leg, toes were constantly moving. The dye study was performed and no problems were found. Drug delivered via the device was hydromorphone. Patient had not seen her physician for troubleshooting since this incident. As of (B)(6) 2012, patient was doing fine. Additional information has been requested; a follow-up will be sent if it becomes available.

Manufacturer narrative:
Catheter model: 8711, lot #: j11509r55, implanted: (B)(6) 2003, explanted: unk; catheter proximal revision segment model: 8596sc, serial #: (B)(4), implanted: (B)(6) 2008, explanted: unk.

Manufacturer narrative:
(B)(4).